Event description:
On (B)(6) 2026, a post¿aortic valve replacement patient who was temporarily dependent on epicardial pacing experienced a syncopal episode due to a fractured temporary pacemaker wire. The patient regained consciousness spontaneously and received supportive care while being prepared for transfer to the cardiac catheterization lab, where a replacement temporary pacing system was placed. No further complications were reported following the intervention.